Event description:
Received an electronic report from a hemodialysis unit. The event reported was that a leak was noted on the arterial line. The line then separated. The facility was contacted for further detail. It was learned that blood was in the line at the initiation of treatment, tried to examine the line, and it then separated. The estimated blood loss for the event was reported as 110ml. There was no ill effect to the patient. New lines were set up and the treatment was completed without further incidence. The segment of the line that had the problem has been saved for an evaluation. The patient completed dialysis and was discharged to home without any report of further ill effect or injury.